Event description:
Eye irritation/infection since using contacts with each new pair. Treatment multiple times. Corneal ulcer currently. Dates o fuse: (B)(6) 2013. Event reappeared after reintroduction: yes. Diagnosis or reason for use: vision correction.